Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and definitive root cause of the issue could not be determined, as there was no observed deformation observed the might contribute to the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely due to insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a collapsed bending part of the insertion tube. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter coming out from the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. It was unknown if there was no abnormalities in the accessories used for reprocessing. It was unknown whether the customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. During the device evaluation, the following was found: there was foreign matter coming out from the nozzle due to insufficient cleaning or handling problems. Additionally, due to damage on the up/down knob (u/d knob), water tightness was lost. Due to wear of angle wire, the bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on bending section cover (a-rubber) had a chip. The adhesive on the bending section cover (a-rubber) had a crack. Adhesive on the bending section cover (a-rubber) had white-clouded area. The scope connector was dirty due to water leakage. Adhesive around objective lens was peeled. The adhesive around the light guide lens had a white clouded area. The plastic distal end had a dent. The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.